Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient called to report that the wires broke inside of the patient and started shorting out. The patient indicated that the patient almost died as the patient was hit several times before they were able to turn it off. The lead was transected and capped. The lead was not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to oversensing of noise with sensing integrity counter (sic) episodes. The rv lead was found to have crosstalk on stored episodes. The lead was suspect of a fracture. A magnet was placed on the device to prevent further shocks. The lead was reprogrammed and turned off until the lead could be replaced. The lead remains in use. No further patient complications have been reported as a result of this event.